Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by streit mr, et al in j bone joint surg br. 2012 oct;94(10):1356-61. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-03334 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "mobile-bearing lateral unicompartmental knee replacement with the oxford domed tibial component" streit, m.r., et al. J bone joint surg br 2012; 94-b: 1356-61 doi: 10.1302/0301-620x.94b10. It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to an early wound dehiscence and infection. The tibial bearing was removed and replaced and multiple lavages were performed.